Manufacturer narrative:
Section a2, a4, a5: patient information: information unknown/not provided. Section b3: date of event: unknown, not provided. Best estimate of date of event is between apr 27, 2023 and feb 15, 2024. Section d4: model number: partially known, as the serial number was not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4, serial number: unknown, information not provided. Section d4, expiration date: unknown as the serial number was not provided. Section d4, unique identifier (UDI) number: unknown, as serial number was not provided. Section h6- health effect - clinical code: 4581 used to capture device decentered or dislocated or tilted subluxated or wrong position : device dislocation section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4, device manufacture date: unknown as the serial number was not provided. Attempts have been made to obtain the missing information. However, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account initially reported a planned explant with a toric intraocular lens (iol) as the patient was complaining that she could not see well. Through follow ups, it was learned that the iol was explanted due to subluxation of lens. It was indicated that a non-johnson and johnson lens of 20.5 or 21.0 diopter was used as a replacement. There were no other complications reported. No further information was provided.